Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had a broken reservoir tube lip, cracked belt clip slot, cracked reservoir tube lip, minor scratches on the display window, cracked display window and a cracked case at the display window corner.

Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 236 mg/dl. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.